Event description:
Additional information received reported the volume filled and programmed at last refill was 20ml. The actual reservoir volume was 1 9ml. The catheter was kinked by the anchor and the physician straightened it out and then was able to aspirate, no surgical intervention was needed by anchor site.

Manufacturer narrative:
H6: device code a26 not applicable for the event medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6). Implanted: (B)(6) 2023. Explanted: (B)(6) 2023. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 19-apr-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal dilaudid 0.5 mg/ml at 0.125 mg via an implantable pump for unknown indications for use. It was reported that there were discrepancies on the amount of drug that was in the pump vs. What the tablet was showing. The hcp pulled put 19 ml at refill date. There were no environmental/external/patient factors that had led or contributed to the issue. Diagnostics/troubleshooting performed included the drug was not being delivered via catheter. There was 19 ml still left in the pump reservoir at the refill date. Actions/interventions taken included a catheter revision completed on this date ((B)(6) 2023). There was successful aspiration following partial catheter replacement. The catheter was linked at anchor site and the patient was not getting relief. The hcp was unable to aspirate the catheter when she opened the pump pocket initially. The hcp added a new 8784 pump segment as this was twisted in the pocket. After fixing the anchor site and adding a new pump segment 8784, the hcp was able to aspirate 1.5 ml from the catheter access port (cap). The issue was resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight was provided and medical history included chronic pain.